Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). It was reported that the cause of the issues was unknown. Pt reported the device was "cut off" (understood to mean turned off) but that did not work, and replacing the device was not the solution. Pt noted they were getting a CT done to look at "other end" of their device. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the patient (pt) was seen in their pain management office. Pt had their stimulator intensities very high and therefore they were shocking themselves. Pt's reaction to over-stimulation was for their "feet to curl in". The increase in pain was due to the patient being extremely active. Pt's "stomach felling like it was being pulled" was not determined, but they were having gastrointestinal issues and was seeing a specialist for that. Pt's intensities were reset and the issue was resolved. The programming occurred (B)(6) 2024 at the physician's office.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they had to go to the hospital last night because they had muscle spasms. Pt states device shut off and got the unit to turn back on and pt said they fell off to sleep and whole body went into spasms and couldn't move at all. Pt took a shower and their muscles came back enough to get to the ER. Pt was checked out and told everything was ok but they think the patient is having a problem with the stimulator and needs someone to take a look at it. Pt states they adjusted two weeks ago and happened right after that maybe 3-4 days after, pt states wasn't as bad as last night so didn't pay attention. Pt states he cannot have the unit off and will be in bad shape. Pt states this all began two weeks ago but got really bad last night causing him to go to ER. Patient didn't have any falls, didn't turn stim up too high, and didn't do anything to cause the issue. The issue started about 2 weeks ago. Pt called the medtronic representative and left a message. Troubleshooting was unable to be performed as the device was on. The patient was redirected to their healthcare provider to further address the issue and have the device checked.

Event description:
Additional information was received on december 28, 2023. A healthcare provider (hcp) reported that the patient claimed that the implanted neurostimulator (ins) was "messed up and not working". Additional information was provided explaining the patient had an increase in lower back pain, they also described a pulling sensation in their stomach, shocking sensations in their back, that the stimulation was causing their feet to curl inward, they were feeling pain when the stimulation was too high but if stimulation was low, then it wouldn't relieve their pain. The pt reported they had fallen in their garage around the beginning of december 2023. They had met with a rep for reprogramming on (B)(6) 2023. The pt reported they had tried all of the groups that were made available to them. The pt was going to see their doctor on (B)(6) 2024, and the hcp would be trying to get an earlier appointment with the rep. The issue was not resolved yet. Technical services suggested getting x-rays to confirm if any lead issues could be identified to explain the reported symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.